Event description:
The customer reported the device won't go into shift system check but the print button responds in the test mode. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device won't go into shift system check but the print button responds in the test mode. There was no report of adverse patient impact. The device was evaluated by a philips fse and the issue was verified. The bezel assembly was found to be defective. Replacing the bezel assembly resolved the reported issue. The device passed testing and was returned to the customer .